Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 36 and 48 hours. Treatment information was not provided. The patient originally reported that the pod experienced an occlusion alarm.

Manufacturer narrative:
Timeouts were observed at the end of the pods run in conjunction with the pod generating an 0x14 occlusion alarm indicating pod is occluded. The cause of the 0x14 alarm could not be determined. A tear in the exposed portion of the soft cannula was observed, where it was seen to leak. The timing and cause of the observed cannula damage could not be determined. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g991usqsghyf2 hardware: sm-g991u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.